Event description:
It was reported that the patient's blood pressure and heart rate were all over the place. The device is still in use. No further patient complications were reported as a result of this event. It was later reported that device is working properly at last device check. X-ray verified placement of system is good. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that the patient's blood pressure and heart rate were all over the place. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.